Event description:
It was reported that particulate matter was found in the balloon of a half day infusor. The particulate matter was identified after the device was filled with desferrioxamine and during routine inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured october 3, 2014 - october 8, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter 2.51 mm in length, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be polyester. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.